Event description:
On (B)(6) 2011 during asnis v operation, the surgeon used the screw without realizing the sterilization date expired. The sterilization expired date was 2010 (B)(6).

Manufacturer narrative:
Device remains implanted. If additional information is received it will be reported on a supplemental report.